Event description:
Account alleged trendelenburg assembly and reverse trendelenburg knob were broken. The unit was not in use and there were no injuries. Hill-rom tech replaced the broken reverse trendelenburg knob and the trendelenburg assembly to resolve this issue.